Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (B)(4).

Event description:
The customer reported that the distal tip of the z6ms transducer had become extremely flexible and the probe bent during insertion into the patient's mouth during a transesophageal echocardiography (tee) exam. The users were able to place the tip back to its normal orientation once it had reach the patient's stomach and complete the exam successfully. There was no injury reported to the patient. The customer confirmed that during the exam, a bite guard was used. There were no visible bite marks. An on-site assessment was carried out by siemens. The probe shows a kink just before the distal tip, which has become extremely flexible and allows the tip to bend back up to 180 degrees. Visual inspection confirmed discontinuity in the inner tube beneath the sheath. The probe still functions mechanically and image acquisition remains possible. Based on the images provided, the root cause could be customer mishandling. The transducer could have bent due to improper insertion technique or the transducer was not visually and functionally inspected by the user before insertion. Per sc2000 instructions for use, part no. 11286665. See section 6 transesophageal transducer. Prior to each use review this checklist before each use of the transesophageal transducer to ensure patient safety, comfort, and confidence. "Thoroughly inspect the transducer for mechanical damage." Inspecting the transducer. To inspect the transducer before use. Examine by look and touch the entire surface of the flexible shaft all the way to the distal tip for cuts, scrapes, protrusions, holes, dents, or cracks. If you discover the surface of the transducer has been compromised, do not use the transducer. Contact your local siemens healthineers representative. Rotate the flex controls through the full range of motion and observe that the control movement is smooth and easy. If the range of motion is tight or binding, or if the transducer controls make an unusual noise, do not use the transducer. Contact your local siemens healthineers representative. If the distal tip appears to sag slightly when the flex controls are in the neutral position, this may be a sign of stretched or damaged control cables. Do not use the transducer. Contact your local siemens healthineers representative section 2 safety and care caution: transducers are sensitive instruments ¿ irreparable damage may occur if they are dropped, knocked against other objects, cut, or punctured. Do not attempt to repair or alter any part of a transducer, contact your local siemens representative.